Event description:
It was reported that the electronic graticule is placing the isocenter center 2cm anterior to the actual isocenter. Based on the available information, there was no mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product and will be fixed in a later version, scheduled to be released (B)(6) 2015.